Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative/pathology report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for a product quality investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on an unknown date and the morcellator was used. It was reported that little over a year after the procedure, the patient developed a tumor on the spine. It was also reported that the device was the cause of this secondary tumor that caused the patient to have a major spinal tumor resection surgery and 28 rounds of radiation. It was also reported that the patient was left with severe lumbar pain. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/13/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: it was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2011 date and the morcellator was used. It was reported that little over a year after the procedure, on an unknown date in 2012, the patient developed a tumor on the spine. It was also reported that the device was the cause of this secondary benign fibroid tumor that caused the patient to have a major spinal tumor resection surgery and 28 rounds of radiation. It was also reported that the patient was left with severe lumbar pain. Additional information was requested. Additional information was requested and the following was obtained: if in your possession, may we have a copy of your operative/pathology report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for a product quality investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form. Please find a copy of my operative report & pathology report, along with my signed authorization. I had a hysterectomy in which they used your morcellator in 2011. A benign fibroid tumor was determined. In 2012, I was dx with a tumor on my spine which was surgically removed and then had to have 28 rounds of radiation. I am certain after reading reports about the morcellator, that this was the cause of my secondary tumor. This tumor was also considered benign. I can supply you with additional information. My surgeon's name was dr (B)(6). Date of operation: (B)(6) 2011. Preoperative diagnosis: menorrhagia, anemia and fibroid uterus. Postoperative diagnosis: menorrhagia, anemia and fibroid uterus. Procedure: laparoscopic supracervical hysterectomy. Surgeon: (B)(6). Assistant: (B)(6). Anesthesia: general by dr. (B)(6). Findings: vulva, vagina normal. Cervix - os closed, no lesions. Uterus - top normal 10 weeks size, globular, soft, likely adenomyosis. Adnexa normal bilaterally. Procedure: the patient was taken to the operating room where general anesthesia was found to be adequate. She was then prepped and draped in the dorsal lithotomy position. Exam under anesthesia was performed with the above findings. A sterile weighted speculum was placed in the posterior vagina, a sims retractor in the anterior vagina and a single-tooth tenaculum was used to grasp the anterior lip of the cervix. The humi uterine manipulator was inserted into the uterine cavity and the tenaculum was removed. A foley catheter was placed and attention was then turned to the patient's abdomen. Then 0.5% mercaine was injected into the umbilical fold and a 5 mm skin incision was made with a scalpel. The veress needle was inserted into the abdominal cavity. Placement was confirmed with normal saline and a pneumoperitoneum of approximately 3 liters co2 gas was obtained. The veress needle was removed and a 5 mm trocar was inserted through the incision. The pelvis was then surveyed and 0.5% marcaine was injected into the skin of the right lower quadrant and a 5 mm incision was made. A 5 mm trocar was inserted under direct visualization. Then 0.5% marcaine was then injected into the skin of the left lower quadrant. A 10 mm incision was made and a 10 mm trocar was inserted under direct visualization. Bilateral round ligaments, fallopian tubes and uteroovarian ligaments were excised using the harmonic scalpel. The right uterine artery was then skeletonized and coagulated with good hemostasis using the harmonic scalpel. Prior to the uterine arteries, the peritoneum above the bladder was separated from the uterus and a bladder flap was created across the low uterine segment. The uterine arteries were skeletonized bilaterally and coagulated. There was good hemostasis using the harmonic scalpel. The harmonic scalpel was then used to burrow into the cervix and the cervix was then amputated from the uterus using the harmonic scalpel. Good hemostasis was visualized. The 10 mm trocar was removed and the morcellator was inserted in through the same incision. The uterus was then removed in strips using morcellation. All pieces were removed. The pelvis was then copiously irrigated and no further pieces of tissue were noted and good hemostasis was visualized. Interceed was inserted through the 10 mm trocar and placed over the cervical stump. Again, good hemostasis was seen. A granee needle was used to close the 10 mm incision with 0-vicryl suture. The subcutaneous tissue was closed with 0 vicryl interrupted sutures and the skin was closed with 4·0 vicryl in a running suture. Sterl·strips were applied. The umbilical and right lower quadrant 5 mm incisions were closed with dermabond. The humi uterine manipulator was removed, as we were amputating the cervix from the low uterine segment. The foley catheter was left in place. Then 1 gm of ancef was given prior to the procedure. The pneumoperitoneum was completely evacuated prior to closing the incisions. The patient tolerated the procedures well. Sponge, lap, needle and instrument counts: correct times 2. The patient was taken to the recovery room in stable condition.